Event description:
It was reported to medtronic neurosurgery that spinal fluid was unable to be discharged through the valve.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.